Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's l5 drg lead migrated. In turn, surgical intervention may take play place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the existing lead was explanted and replaced to address the issue.